Event description:
It was reported that this ambicor penile prosthesis (app) cylinder had migrated and presented an aneurism that did not allow the implant to be deflated. Besides that, fluid leakage was found from a cut in the tubing and the deactivation plug. The device was explanted and replaced. No patient complications were reported.